Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient presented to their healthcare provider (hcp) with a significant skin reaction at the site of a sensor application on the arm. The reaction developed four days after the sensor was inserted and involved inflammation, pimples, scarring, swelling, a bump, and signs of infection across the entire patch area. The hcp prescribed a 10-day course of oral antibiotics, including azithromycin and bactrim, to treat the infection. There was no documentation of additional medical intervention beyond the prescribed medication. At the time of this report, the patient had completed the antibiotic treatment. While the infection had resolved, the patient continued to experience residual effects, including a scar and a bump at the site. The patient is currently stable and fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.